Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to performance decrement with device. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct serial number is (B)(4), not (B)(4) as previously reported.